Event description:
Related manufacturer reference number: 1627487-2019-04952.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Reference MFR. Report #1627487-2019-04952. It was reported the patient underwent a lead trial on (B)(6) 2019 for left leg pain. During the trial, the patient complained the leg pain was worse with the trial than prior to the implant. The physician explanted one trial lead on (B)(6) 2019 and continued the trial with only the one remaining lead implanted. The patient reported the left leg pain reduced but was still worse than pre-trial leg pain. The patient then experienced incontinence, as well as left leg weakness. The physician opted to explant the second lead on (B)(6) 2019 and ordered an MRI, the results of which were unremarkable. The physician plans to continue to monitor the patient, and no further intervention is currently planned.